Manufacturer narrative:
(B)(4)

Event description:
The consumer reported the implantable neurostimulator (ins) was draining really fast and there was "poor communication" on the patient programmer following a patient fall. It was noted that the patient had three falls since (B)(6) 2015; he fell twice in (B)(6) and once in (B)(6). The patient was able to recharge without issue. The issue was not related to positional movement, and there were no recent medical tests or emi environmental exposure. It was also reported that the patient could not communicate with the patient programmer. It was noted that the patient's wife had a device and the patient's patient programmer worked for his wife's device but not his device; this did not sound like a patient programmer issue. The "poor communication" with the patient programmer and the ins draining really fast both began 3 weeks prior to (B)(6) 2015; this was considered a sudden change. It was also reported that the patient had not increased stimulation and he had not been reprogrammed since the issue began. There were no reported patient symptoms. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this in formation. If additional information becomes available, a follow up report will be sent. The patient's indications for use included failed back surgery syndrome and spinal pain.